Event description:
It was reported that the customer experienced a blood glucose (bg) level of 414 mg/dl; cause was unknown. Customer went to the emergency room (ER) and was admitted into the intensive care unit. Customer was treated with intravenous fluids of saline and insulin and was released from the hospital on (B)(6) 2026 with the issue resolved and no permanent damage. Tandem technical support (cts) performed a system check and determined that the pump functioned as intended.